Manufacturer narrative:
Follow-up submitted to report device evaluation. This report is submitted late and is captured within CAPA-(B)(4).

Event description:
Per complaint (B)(4), patient experienced lack of primary stability.